Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms. A lead fracture was confirmed. An invasive revision procedure was performed and the lead was successfully explanted and replaced. The hospital staff discarded the lead following the procedure. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.